Event description:
It was reported that during a low anterior resection, a leak was noticed at leak test. Additional suturing was performed. There was no consequence to the patient.

Manufacturer narrative:
The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. In addition, the knife was noted to have nicks. This damage is consistent when the device is fired over an already existing staple line. The device was reloaded with staples, a new washer was placed on the device, a test anvil was used and it was tested for functionality. The device fired and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.